Event description:
It was reported to philips that the system's wireless footswitch failed to perform fluoroscopy. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system onsite and confirmed that the wireless footswitch failed to perform fluoroscopy. Previously the same issue was reported, where the wireless footswitch was provided through a nemo (no engineer material only). After replacement of wfs the rse confirmed with the customer that the base station had a connection issue. The wi-fi (led) indicator on the wireless footswitch at the time of occurrence is solid red, and the color of the battery indicator is green. To resolve the issue, a base station was provided through a nemo (no engineer material only). After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.